Event description:
Related manufacturer reference number: 2017865-2022-17139. Related manufacturer reference number: 2017865-2022-17145. Related manufacturer reference number: 2017865-2022-17148. It was reported that the patient presented for a follow up in clinic with pocket erosion, the skin of the device pocket appearing red and swollen. The patient had endocarditis and vegetation was noted on the leads. There was no allegation that the system or any procedure involving the system contributed or caused the infection. The physician elected to explant the implantable cardioverter defibrillator, right ventricular lead and right atrial. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended.